Event description:
It was reported when using the bd pyxis medstation system the cable was damaged. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The contact information was kept blank due to the reported issues that were found by the field service technician while on site. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.